Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to pair with the confirm rx mobile application on a patient phone and displayed an error message. The application was deleted and then reinstalled which resolved the pairing issue. The patient is stable with no adverse consequences.